Event description:
Status post total hysterectomy and as a result of a wound abscess a cystoscopy was performed and confirmed a sutured right urethral orifice (weight of pt is unk) the suture was "cut", a ureteroscope was placed and a .03" sensor guidewire was advanced into the right ureter and into the renal collecting system. A urethral catheter was advanced over the guidewire which met resistance at the uvj (ureterovesical junction). A second guide wire was inserted and an unsuccessful attempt was made to cover over this wire with the scope, to see if it could be dilated. The urologist noted that the flexible portion of the wire broke when removing the first guide wire. The fractured piece (approx 1 inch) was left. A percutaneous nephrostomy tube was then placed, coiling it around the broken piece of guide wire to keep it in place. In 2007, with the pt under conscious sedation, the tubing was removed for re-placement along with the broken piece of guidewire. Approx 2 weeks later, the nephrostomy tube was removed and to this date, the pt is reported as doing well.

Manufacturer narrative:
The device has been rec'd, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Upon completion of the device eval, a supplemental will be submitted.